Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 360 mg/dl. During troubleshooting with technical support, the cause of the occlusion was identified as likely being due to an infusion site issue. However, the customer did not acknowledge the possibility of scar tissue or an inflammatory response causing the blockage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.